Manufacturer narrative:
The device was returned and evaluated. The results of the evaluation revealed that the device was within all specification requirements and concluded no product defect found. The lot device history records were reviewed and confirmed that all global requirements were met. The patient does not replace her contact lenses monthly. The patient extended a six month supply to one and a half years. Medical documentation has been requested but has not been received. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The device involved in the event is in the process of being returned for evaluation. The lot device history records were reviewed and confirmed that all global requirements were met. Medical documentation has been requested. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received of a patient who was diagnosed with microbial keratitis in both eyes. The patient saw a doctor and an ophthalmologist. The patient does not replace her contact lenses monthly. The patient extended a six month supply to one and a half years. Additional event information, medical documentation and treatment has been requested.